Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent low flow alarms with red heart led and continuous beep. The patient was deemed clinically stable. Due to some compliance issues with volume management and some medical disorders, medical treatment had to be optimized again. Therefore, the patient was admitted. No log files were provided. For further evaluation, a 2.0 low flow threshold was requested and the update was performed without any problem. The number of alarms reduced directly. Additional information was received that because no direct root cause could be determined in further diagnostics and the optimization of medical volume treatment did not solve the issue, the surgeons decided to re-explore the patient on (B)(6) 2024 to get an internal look. Prior to the procedure, the patient showed a slight decreased general condition but clinically stable. Re-exploration and the visual inspection of the heart showed a kind of dislocation of the inflow cannula due to new developed myocardial aneurysm directly next to the pump. It seemed that the aneurysm pushed the pump into another angle. This was not seen in detail on any x-ray picture of computed tomography (CT) scans. Both images were not provided as they did not show the result of the surgical investigation. Also, no log files were provided. Therefore, the surgeons decided to exchange the pump, remove the aneurysm and create a new basis with a pericardial patch and a new apical cuff for the new pump. All interventions went fine and the patient was transferred under slight catecholamine/vasopressor medication to the intensive care unit (ICU).

Event description:
Additional information was received that the low flow alarms resolved after the pump exchange and removal of the aneurysma.

Manufacturer narrative:
Section b1: type of report corrected, section d6b: date of explant corrected, section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported myocardial aneurysm could not be conclusively established through this evaluation. Additionally, the reported pump malposition could not be confirmed through this evaluation, as no images were submitted for evaluation. According to the account, the malposition was caused by the aneurysm. Furthermore, the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. The account attributed the low flow alarms to the pump malposition and patient compliance issues with volume management. The patient underwent a pump exchange on (B)(6) 2024 and was implanted with a new heartmate 3 pump, serial number (B)(6). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.